Manufacturer narrative:
Expiration date - dec 2025. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Name of reporter - unknown. (B)(6). Health professional - unknown. Occupation- unknown. Device manufacture date - 01/07/2021 ~ 01/11/2021. One piece of catheter was returned for investigation. The catheter tube was confirmed to have been pulled out from the hub. When the catheter tube was closely checked, it was confirmed to be flattened from the proximal end (hub side) through to 22mm-away position. Retention sample check: the retention samples (5pcs) of the reported lot were prepared and each of the breaking strength was measured, wherein all results were shown within the manufacturer specification. Manufacture inspection record check: the catheter tube and catheter hub of the i.v. Catheter are continuously assembled by the automated machine in the following processes: 1. Cut catheter tube into the predetermined length and heat catheter tube end by a heated pin to make tips trumpet-shape. 2. Place a caulking pin on the trumpet-shaped catheter end. 3. Insert a catheter tube with caulking pin into a catheter hub. 4. Push a calking pin into a catheter hub, wherein hub inner surface and the caulking pin sandwich a catheter tube. 5. There is 100% inspection to automatically check the position of caulking pin to verify if a catheter is properly connected. If defective caulking pin insertion was found during the process no. 5, the detected products are automatically trapped and automatically disposed. The manufacture inspection records for the reported lot number were traced back and reviewed, wherein no defective condition, which may have degraded the connection strength between catheter tube and catheter hub, such as abnormal detection accuracy of automatic inspection machine, was noted. Moreover, no similar report was received from other facilities. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The probable root cause was presumed that some stress was applied to the connection between the catheter tube and catheter hub, and as a result, the catheter was pulled out from the caulking pin. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported catheter breakage on the terumo surflo i.v. Catheter. The catheter came off from the hub when inserted into an animal for blood collection. There was no patient injury, medical/surgical intervention required. The procedure outcome was unknown. There was no health hazard reported. It is unknown if there were any other devices or equipment used with the reported product.